Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error on the insulin pump where the alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer stated that they are very upset with the pump and do not want to troubleshoot anymore. Customer was advised that the pump performs safety checks and an error was found related to a strong magnetic source exposure. Customer performed the displacement test and the pump passed the self test. Customer was explained that the pump is working properly as it passed the test.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The insulin flow blocked alarm functioned properly during the basic occlusion and occlusion tests. No unexpected pump error 130 was noted. The pump was received with a scratched case.